Event description:
It was reported that during normal use the right ventricular (rv) defibrillator lead exhibited high thresholds. The lead was explanted and replaced. There were no reported patient symptoms or injuries related to this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage and stretching. The analyst commented, the partial lead in segments was returned with severe explant damage. The partial lead in segments that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿high thresholds¿ described in the event. There were no anomalies observed on the returned lead segment that would contribute to the high threshold mentioned in the event. Neither an in-vivo insulation breach nor fracture was observed. The full lead was not returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. One patient alert for out of tolerance subthreshold lead impedance occurred (B)(6) 2013. Weekly pace lead trend data shows an increase for max right ventricular (rv) pace impedance of 1488 to 1520 ohms peak between (B)(6) 2013 and (B)(6)2013. Product ID: c154dwk cardiac resynchronization therapy - defibrillator (crt-d) implanted (B)(6) 2009; product ID 5076-52 implantable pacing lead implanted (B)(6) 2003; product ID 419388 implantable left-heart pacing lead implanted: (B)(6) 2005. (B)(4).